Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had knee surgery and ever since the surgery, the patient has been having a return of symptoms. The caller stated that they did not turn their ins off for surgery. Caller stated that every time the patient moves their lips (talk), they get a headache. The caller stated that the last time they were having symptoms a manufacturer representative (rep) assisted with programming. The caller wanted to know if the rep could assist again with the ins and programming. Additional information was received reporting the patient's dbs was intended to treat pain. The cause of the symptoms was not determined. It is unknown if there was emi from the patient's knee surgery. Actions or interventions taken to resolve the issue were unknown. It is unknown if the issue has resolved. This information was confirmed with the physician.